Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a fracture was noted in the minicap transfer set near the connection to the drian fluid end. No patient injury or medical intervention was reported as a result of this event. No additional information is available.